Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2019-04518. It was reported that the patient's leads had migrated. In turn, surgical intervention was undertaken wherein one lead was explanted and replaced and the other lead was repositioned on (B)(6) 2019. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was explanted and which lead was repositioned, both leads are being reported for both issues.